Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. More than 11 years have passed since the subject device was manufactured, and it was presumed that the turret motor and the drive mechanism deteriorated over time due to repeated use for a long period and failed. By this, it was presumed that the turret could not be moved into prescribed place and indicators on the front panel blinked. But the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the indicators of the subject device blinked. Olympus service operation repair center (sorc) checked the subject device and found that the reported phenomenon was duplicated and the turret fatigue error occurred. There was no report of patient injury associated with the event.